Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having trouble with the electrical pulses ¿from day 1¿. They stated patient went to see healthcare provider (hcp) who looked at patient¿s device and stated 1 of patient¿s wires were not placed properly. They stated closed to patient¿s spine 1 on the wires was disconnected from the device and was not doing its job. They noted patient had been back every week for adjustments to the device. They mentioned from day 1 when patient services (pss) attempted to confirmed ¿from day 1¿, it was hard to tell but it started very early after implant. No further complication and no symptoms were reported.